Manufacturer narrative:
(B)(4). If implanted; give date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to halos and glare suffered by the patient. The lens was replaced with a monofocal lens, model zcb00, and the patient was reported as fine following the lens explant. No further information was provided.

Manufacturer narrative:
Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection, using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece lens. The lens was cut in pieces, most probably to make the explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records for the lens was conducted. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection and the data showed that the lens was within power specification. A search on complaints related to this production order revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) for the lens was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses to include patient outcomes that may be experienced. All pertinent information available to abbott medical optics has been submitted.